Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "failed volume test" was not reproduced. Evaluation performed flow accuracy test at rate 40 ml/hr and volume to be infused of 20ml. Results: 19.383g / -3.383% error - passed, 20.813g / 2.416% error - passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.